Event description:
It was reported that a 200mm stent was found with a length of 300mm after placement during an arteriography procedure. It was further reported that the deep femoral artery on upstream was covered; therefore, re-intervention was planned to replace the device.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Based on the lot history records, stents with correct dimension were used during the assembly of this lot. Investigation summary:as no product sample and no x-ray images were provided the reported problem could not be reproduced. The investigation will be closed with inconclusive result. Based on the available information the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review:in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The stent deployment procedure is properly described. E.g. The IFU states: "pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. (...) "Confirm that the introducer sheath is secure and will not move during deployment. (...) Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. (...) Initiate stent deployment by pushing the trigger. Six micro triggers result in one full trigger (...) While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system products are identified, respectively.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Based on the lot history records, stents with correct dimension were used during the assembly of this lot. Investigation summary: as no product sample and no x-ray images were provided, the reported problem could not be reproduced. The investigation will be closed with inconclusive result. Based on the available information the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The stent deployment procedure is properly described. E.g. The IFU states: "pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. (...) "Confirm that the introducer sheath is secure and will not move during deployment. (...) Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. (...) Initiate stent deployment by pushing the trigger. Six micro triggers result in one full trigger (...) While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system products are identified, respectively.

Event description:
It was reported that a 200mm stent was found with a length of 300mm after placement during an arteriography procedure. It was further reported that the deep femoral artery on upstream was covered; therefore, re-intervention was planned to replace the device.